Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard posterior stabilized open femoral component right 62.5mm catalog #: 183106 lot #: 813100. Series a standard 3 peg patella 31mm catalog #: 184764 lot #: 872530. Biomet primary tibial plate with locking bar 67mm catalog #: 141212 lot #: 159340. Biomet modular finned stem with screw 80mm x 10mm catalog #: 141316 lot #: 678210. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the tibial bearing to address instability approximately fourteen (14) years post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.